Event description:
It was reported that the patient was revised due to pain in the groin and thigh area. He cannot stand or walk for long periods of time. The patient loose his balance. He has shooting pain from hip up into his back. The surgeon removed the head and liner. The patient is still experiencing similar pain after revision surgery.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: no examination of the explanted components is available. The persistent pain may relate to the persistent hardware and foreign body from the original gunshot wound/fracture. Reflex sympathetic dystrophy is also a possible diagnosis considering the description of ¿burning and tingling.¿ there is no evidence that factors of faulty total hip arthroplasty components¿ design, manufacturing or materials are responsible for this clinical situation. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: an exact root cause could not be determined based on the information available. A review by a clinical consultant indicated that the persistent pain may relate to the persistent hardware and foreign body from the original gunshot wound/fracture. Reflex sympathetic dystrophy is also a possible diagnosis considering the description of ¿burning and tingling.¿ there is no evidence that factors of faulty total hip arthroplasty components¿ design, manufacturing or materials are responsible for this clinical situation.

Event description:
It was reported that the patient was revised due to pain in the groin and thigh area. He cannot stand or walk for long periods of time. The patient looses his balance. He has shooting pain from hip up into his back. The surgeon removed the head and liner. The patient is still experiencing similar pain after revision surgery.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No.: 6570-0-236, delta v-40 ceramic head 36/+5, lot code: 25719202. Cat. No.: 502-11-54e, trident hemispherical cluster hole shell, lot code: 26357501. Cat. No.: 6020-0435, accolade tmzf hip stem #4, lot code: 25686601. Cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: me7mpa. Cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: 3rjmde. Cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: napmrd. Cat. No.: 623-00-36e, trident 0° x3 insert 36mm ID, lot code: 44jmhe. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital discarded.